Event description:
It was reported that a flogard infusion pump could not turn on. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The sample was visually inspected and functionally tested. The reported condition of cannot turn on was confirmed as an f-94 alarm. The cause was due to a defective main battery. To correct the issue the main battery was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow-up MDR will be submitted.